Event description:
This complaint is not reportable based on the returned device analysis. It was reported that during a colonic stenting treatment procedure a wallflex enteral colonic 30/25 x 9 230cm could not be deployed. The procedure ws completed with another device. There were no pt complications reported with the pt's current condition listed as "good". The returned device analysis revealed that the handle was kinked; the exterior tube was partially retracted deploying the distal end of the stent.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the returned device found a severe kink in the stainless steel handle approx 8.5 cm distal to the distal end of the white hub handle. The device was received with the exterior tube partially retracted, deploying approx 1.1cm of the distal end of the stent. An attempt to retract the outer sheath and deploy the entire stent failed. As a result excessive forces were applied in order to try and deploy the stent. As a result the exterior tube detached from the exterior tube handle. The shaft was then dissected and the outer sheath was manually retracted and the stent deployed. An examination of the deployed stent found no damages to the actual stent. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint could not be determined.